Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer through a manufacturer representative (rep) regarding a patient implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient was in a vehicle accident and their stimulation does not work since. The patient sustained injuries in their knees and hips causing increased chronic pain after the accident. They also suffered from a broken wrist. It was found that the ins was discharged. The rep charged the ins enough to do impedance test and all were within normal limits 1000-1800 except for contact 8 which was found to be 4500 ohms. Once the stimulation was turned on, patient was feeling stimulation and getting coverage in all areas of pain just like before the accident. Patient also felt sharp pains at ins site since accident which have gotten better over time. Physician also took images and found that nothing has moved. Issue was resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the rep was unaware of the patient weight and they were unsure why there were high impedances. No further complications were reported or anticipated.